Manufacturer narrative:
Corrected. The sensor board without distal pressure and inhalation module were returned to failure investigator (fi) lab for evaluation. Visual inspection of the sensor board inhalation module revealed no signs of damage or contamination. The sensor board and inhalation module were installed into the fi test ventilator. An operational test was performed in normal ventilation mode and the ventilator power up and delivered breaths. The ventilator did not produce any failures during cycling the power. The ventilator booted into diagnostic mode. Three attempts were made to perform an extended self-test (est) and ventilator passed each cycles with no errors detected. The pressure relief valve cracking pressure was tested and results within specifications. Fi technician run the sensor board and inhalation module test for an extended of approximately two hours and the ventilator operates with no failures identified. Through follow-ups, customer stated that there was no patient involvement. The root cause for the reported issue could not be determined due to no failures were identified.

Event description:
The customer reported that the unit did not pass pressure relief valve test during extended self-test (est). There was no patient involvement.

Event description:
The customer reported that the unit did not pass pressure relief valve test during extended self-test (est). The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.